Event description:
It was reported that the lead was extracted due to oversensing in the ventricular channel. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.-

Manufacturer narrative:
Combination product: yes, upon receipt, the lead under complaint was found cut 21.5 cm distal to the df4 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the lead fragments. In particular between 8.5 cm and 7 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the conductor cables leading to the rv shock coil and ring electrode were found fractured and the rv shock coil deformed. These damages probably occurred during the extraction procedure due to tensile stress. The provided x-ray picture showed that the stylet was inserted until approximately 1 cm proximal to the rv shock coil during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.